Manufacturer narrative:
A follow up medwatch wil be submitted when additional information becomes available.

Event description:
It was reported from (B)(6) that the following event to ansm authority was reported. (B)(6) year-old patient, hospitalized for heart transplantation and placed on ECMO arteriovenous in intensive care. The perfusionist on call was urgently called because the ECMO machine (rotaflow console) was no longer working. The paramedical team had taken over with the emergency pump (rotaflow emergency drive). The perfusionist on duty noticed that the machine was actually off. The 'on / off' button is not protected on this machine. The machine could be restarted. Consequences: very important stress for the medical / paramedical team. Risk of ineffective and life-threatening ECMO. " no clinical consequences have been reported by the health facility. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in france. Customer reported the following event to ansm authority. 49-year-old patient, hospitalized for heart transplantation and placed on ECMO arterio-venous in intensive care. The perfusionist on call was urgently called because the ECMO machine (rotaflow console) was no longer working. The paramedical team had taken over with the emergency pump (rotaflow emergency drive). The perfusionist on duty noticed that the machine was actually off. The 'on / off' button is not protected on this machine. The machine could be restarted. No clinical consequences for the patient has been reported by the health facility. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and it is confirmed that the machine is not an ICU variant and has no protective cover on the on/off switch. The following parts are ordered and will be replaced: 70107.3409 rf ICU cover for switch. 70107.3408 rf ICU push & rotary knob. 70102.0788 mains socket with filter and cabling. 70102.2588 circuit breaker. The review of the non-conformities for the whole life of the rotaflow console does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The device with serial number (B)(6) was manufactured before 2008. Based on the information available the reported failure "rfc stopped working - due to change the on/off switch by customer" could be confirmed and the root cause was determined as user error which lead to the pump stop. However, the failure mode "rfc stopped working - due to change the on/off switch by customer" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4)). Un)intentional stop of the pump, e.g.: unintended switch off by user. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.